Event description:
It was reported that the following a visit where adjustments were made to the device programming, the patient lost four pounds overnight, the patient's eyes and cheeks looked sunk in, and the patient became "deathly ill". The patient was admitted to the hospital, had a device check which indicated that the patient was not pacing in the atrium, and got programming adjusted. The device remains in use. Allegations were not able to be confirmed or refuted by the physician office when contacted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5593 implantable pacing lead 2010 (B)(6); 6947 implantable tachy lead 2010 (B)(6). (B)(4).